Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. All associated products were qualified for use with this lens. The file indicated that the sample was not returning. The associated products were qualified for use with this lens. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported via reply card that intraocular lens was explanted. Additional information was provided stated that lens was inserted and removed same day due to scratch on the lens. There was no patient harm and the patient was not hospitalized.